Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached early elective replacement indicator after receiving software update. The device was reprogrammed and remains in use until the change out procedure. No patient complications have been reported as a result of this event.